Manufacturer narrative:
H4: the lot was manufactured between august 14, 2023, to august 15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 50% remained in the device after 23 hours. This was observed during patient use with a peripherally inserted central catheter (PICC) line. The device contained 13500mg piperacillin/tazobactam in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.